Event description:
A consumer reported experiencing unclear vision and occasional blurry distance vision, following bilateral iol implant surgery. She reported she could see pretty well after the surgery; however, her intraocular pressure increased significantly and her dr had to "drain' eyes to lower the pressure. She stated she has an ocular history of glaucoma. At the customer's request, her surgeon was not contacted for additional info. There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted for additional info. No additional info is expected. This report was mailed to FDA on: 11/13/2008.